Event description:
Resident went to stand up from sitting position in wheelchair. Siderail pulled on for ease in standing. Side rail broke. Resident fell sustained subdural hematoma 24hr observation at hospital. Returned to our facility stable, to previous activity.